Manufacturer narrative:
The customer provided two photos of the evercross catheter post-procedure. Both photos are of the same device, but at different angles. The first photo provided focused on the balloon segment of the evercross catheter. It appears the balloon is filled with red biologics and is condensed/compressed in a distal direction. The photo of the balloon in its current state is consistent with a radial fracture of the balloon. The photo also shows a fractured everflex entrust stent. The stent struts were closed around the exterior of the evercross balloon. The portions of the stent which stretched out from the balloon showed fractured ends of the stent struts. The second photo, at a different angle, shows the distal and proximal end of the evercross catheter segment. The photo shows a loaded gray guidewire. The entire evercross catheter was not included the photo. The catheter shaft was likely cut or fractured proximal to the balloon segment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an evercross pta balloon for post dilation of an everflex entrust that had just been deployed during treatment of a severely calcified, slightly tortuous lesion, with 80% stenosis, in the mid distal left superficial femoral artery(sfa). The artery diameter and lesion length were reported to be 6mm and 130mm, respectively. There was no damage noted to the packaging and there were no issues noted when removing the device from the tray/hoop. The device was prepped with no issues identified. A 6fr non-medtronic sheath and a 0.035 non-medtronic guidewire were used with no embolic protection. The device was inflated with a non-medtronic inflation device to 8atm. The evercross device was inserted into the deployed everflex entrust stent for post-dilation purposes but, no resistance was encountered nor excessive force used on advancing the device to the target lesion. The evercross balloon was removed from the stent and then reinserted in the deployed stent (deflated) to use for a wire exchange. The balloon became stuck after wire exchange, inflation was attempted resulting in balloon rupture. Difficulties were experienced in removing the balloon so the patient was transferred to surgery for a femoral bypass as the vessel was occluded due to the device rupture. All fragments of the evercross and the everflex entrust were removed from the patient¿s vessel. Patient is reported to be doing well post-surgery.